Event description:
It was reported that the patient had septicemia and transesophageal echocardiography revealed vegetation on the leads. The implantable cardioverter defibrillator (ICD) system was explanted. The patient was enrolled in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).